Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. No impact or corrosion damage present upon visual inspection. Unable to power up the electronics when turning on the demand switch. Annual service is due and faulty battery holder was found in testing. The battery holder was swapped out and pm done. Now it is able to power up the electronic alarms. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Date of event and d5. Operator of device is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during annual preventative maintenance (pm), the alarms were not working. No patient involvement was reported.